Manufacturer narrative:
The lot number for the subject device was not provided. The device manufacture date is unknown. The visual evaluation of the subject device revealed that one delivery unit was returned for evaluation. The delivery unit was received without the metal inserter tang. The failure mode was confirmed. The root cause is undetermined at this time. (B)(4).

Event description:
It was reported that during a procedure, the metal inserter dislodged following implantation and tightening of the bioraptor knotless suture anchor. The internal metal component was left in the anchor. The surgeon spent roughly 30 minutes retrieving the component. The metal piece was removed and nothing was left in the patient. There was a 30 minute delay in the procedure.